Event description:
The hill rom product specialist reported the CPR label states pcr on the (B)(6) progress a bed, which is an incorrect translation. The bed was located at the facility. There was no pt/user injury reported. This reported was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
An engineering investigation is being performed and this issue will be addressed under these findings. No further info is available at this time. The investigation is ongoing, however, if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.